Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the leadless implantable pulse generator (ipg) device exhibited elevated threshold and consequently repeated sliding from the oblique septum toward the apex due to unstable position. The device remains in use. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the leadless implantable pulse generator (ipg) device exhibited elevated threshold and consequently repeated sliding from the oblique septum toward the apex due to unstable position. One day post implant, transthoracic echocardiography showed stable position and device interrogation showed stable thresholds. The device remains in use. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr) study. No patient complications have been reported as a result of this event.